Event description:
It was reported that pump displayed a cartridge change error and caller did not provide information about any effect on blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pneumatic area with support, cleaned area, and attempted to reload cartridge but was unable to complete process successfully; customer completed new cartridge fill with assistance. The customer reverted to manual insulin injections for backup insulin therapy.